Event description:
It was reported that the pump of this artificial urinary sphincter (aus) was riding very high and deep in the scrotum. The pump was not easily palpable through the scrotum tissue. The pump was explanted and replaced. There is no additional information reported.